Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's system was auto reducing and both leads exhibited high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one lead was explanted and replaced to address the issue. The other lead did not have high impedances during the procedure, as such, nothing was done with the 2nd lead.